Event description:
It was reported that a diagnostic anomaly was observed upon interrogation. A false alert for, out of range, pacing lead impedance was noted. The pli trends showed no out of range measurements. It was suspected that the alert was false and it was cleared. The patient will be monitored normally. No patient symptoms were reported.